Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify backlight display anomaly due to blank display. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced backlight anomaly. The customer's blood glucose value was 64 mg/dl. The customer stated that the pump stopped working and went out about 8 hours ago. The customer stated that the backlight did not work. The customer stated that the pump was not in vibrate mode. The product was returned for analysis.